Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noted that the ligation device did not deploy the elastic bands. The procedure was completed with another speedband superview super 7 device. No patient complications have reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.